Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of ventricular sensing was observed. The session records were reviewed and showed loss of electrode contact on the recently implanted device. Waiting a few weeks for the pocket to heal up and this should self-resolve. Lead will be monitored.

Event description:
New information notes that the pocket was inflamed from surgery. It was noted that it seems that the edema and inflammation in the pocket made the device not have appropriate contact. The patient did not experience any symptoms.